Manufacturer narrative:
Date of event: (B)(6) 2019, date of report: 29may2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
It was reported that the unit was not working. The device was in use at the time of the event. However, there was no patient harm.

Manufacturer narrative:
Date of report: 13jun2019. Date received by manufacturer: 03jun2019. The customer sent the unit to the manufacturer for repairs. It was determined that the unit would not power on. The manufacturer's service technician found that the power management board failed and that there was no battery installed in the unit. It was also noted that the air inlet filter was saturated. A follow up report will be submitted once the investigation is complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 18jun2019. Date received by manufacturer: 07jun2019. The fse replaced the power management board, front bezel, battery and air inlet filter and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.